Event description:
It was reported that during an atrial fibrillation procedure, removal difficulties occurred. The physician insert an unspecified sheath and the 7f cool path duo ablation catheter. No issues were noted with the catheter throughout the procedure. After ablation was completed, the physician attempted to remove the cool path catheter, however, he could not straighten the catheter. The pt required surgical intervention to remove the catheter. The pt's status post-procedure is stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from the review, a supplemental med watch will be filed.